Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the event and product serial number. The info has not yet been received by inamed. Analysis of the device noted breakage of the port tubing located near the stainless steel connector. The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the removal of the access port and connector this damage is consistent with leakage at the port tubing. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Although, no event was reported, physical examination of the returned device reasonably suggests that a leak my have occurred. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
No event was reported, however physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.